Manufacturer narrative:
(B)(4).

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that the patient no longer used the implantable neurostimulator (ins). However, when the rep turned on the ins to get a "low dose" of stimulation, the pump started alarming. The patient wanted the stimulation off again, so the rep was going to interrogating the ins the next day. The patient had also reported that the stimulation "just started working" one day and no longer helped with pain, but only aggravated pain. The patient had stimulation therapy for pain in their left leg. However, the patient no longer had pain in the left leg, but had pain in the right leg. It was noted that the patient's programming had only a quad, using low voltage and guarded cathode at the top. With this, the patient felt stimulation in their foot and some in the leg. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was seeking a pain physician, and a supplemental report will be sent if additional information is received.